Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the staff plugged in a non-medtronic smoke pencil into the monopolar port on the force fxc, the pencil activated without it being activated by the surgeon. The surgeon did not have the pencil in his or her hands. The pencil was never being used on the patient. The staff got a different medtronic/covidien generator and proceeded with the case without an issue with the pencil. There was no patient injury.